Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value. There has since been a design change to improve the resistance of the power switch.

Manufacturer narrative:
The device referenced in this report was inspected and repaired in the field by an olympus field service engineer. The power button was replaced. The definitive cause of the customer's experience has not yet been determined. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera iii video system center for use, the power button was found to be broken. There was no patient impact related to this event.